Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer has issues with their insulin pump asking for a blood glucose calibration after they had already calibrated the blood glucose in the system. The patient's blood glucose level was unknown. The customer stated that they would have to clear the alarm every time the pump asks to be calibrated. The customer was informed that the help line will investigate the issue through carelink and will call the customer back with results the following day. No further information was provided.